Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low pacing impedance measurement. It was later reported the patient received an inappropriate shock due to oversensed noise. An invasive procedure was performed to replace the rate/sense portion of the lead. When the pocket was opened, insulation damage was found two inches below the yoke. The rate/sense portion of this lead was capped and a new rate/sense lead was implanted. The insulation was repaired and the shock portion remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.